Event description:
Reporter alleged the batteries "exploded" in the blood glucose monitoring device. Reporter stated there was no power to device afterwards not being sure if the batteries were hot and no treatment was needed. Reporter stated device batteries were not exposed to a heat source and the device was sitting on a table when the alleged incident occurred. A request was made for the return of the suspect device and replacement product was sent.